Event description:
Further information was received indicating the device was reprogrammed to resolve the event. Provocative testing was completed and no oversensing was observed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing (nso) was observed. Abbott technical support reviewed the episodes and found most nso episodes were due to competitive ventricular pacing resulting in pacing without capture. In addition, some nso episodes were due to myopotential oversensing. Device reprogramming is anticipated. The patient was stable with no adverse consequences.